Event description:
Pt had hydroset implanted over dura matrix. Post op the hydroset started to break up and drain. A second surgery was done to explant the hydroset. The area was the top of the skull, the defect was about 2cm x 2cm and duramatrix was used but not mesh. The hydroset set up normally during case.

Manufacturer narrative:
Investigation in process but not yet complete.